Event description:
It was reported that the device is not recognizing the syringe size. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The size pot is not working as intended. This was replaced and the device passed all functional tests. Service history review identified this device has not been in for service previously.